Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). About two and a half years have passed since the device was delivered, and there is possibility that the contact pins and locking of the video connector socket had worn out and failed due to the user connecting the video connector with excessive force. Therefore, omsc concluded that the unstable communication between the endoscope and the video system center could have caused the reported event. Also, there is possibility that the output socket was corroded by the user leaving the output socket wet. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. An olympus field service engineer inspected the device and confirmed the following; the video connector socket and output socket were defective. The output socket was corroded. When the olympus 170 series gastrointestinal videoscope was connected to the device, the scope communication error b30 was displayed on the monitor. The reported event may have been caused by a defective interface of the electronic circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the reprocessing, a scope communication error b30 was displayed on the monitor when an olympus 170 series brand new gastroscope was inserted into the device. The device was used with olympus 170 series devices. There was no report of patient injury associated with the event.